Event description:
It was reported that the customer had unexplained high blood glucose for two days, and was hospitalized due to high blood glucose and dka. The glucose reading at the time of hospitalization was 975 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.